Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose and calibration not accepted alert. The blood glucose level was 389 mg/dl whole day. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040a, mmt-1884, mmt-332a, mmt-377a. Troubleshooting was performed and customer was requesting assistance with entering auto basal with 780g. Calibration was not accepted which prevented pump from entering auto basal. Customer entered a new blood glucose to calibrate but calibration was not accepted. Customer did not receive a change sensor alert. Explained to wait before attempting to calibrate again after getting a calibration not accepted message. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-377a.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that customer was not experienced under delivery of the insulin pump. Hence, as per the reportability decision tree the case was not reportable and not required for reporting. Initial report has been submitted in error.